Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent dislodgement and stent damage occurred. A 4.00 x 38 synergy ii drug-eluting stent was selected for use. The scrub removed the stent protector on the back scrub table and handed the device to the physician; however, prior to loading the device over the guidewire, it was noticed that the stent was not on the balloon. Upon examination of the back table, the stent was on the mandrel with elongated distal stent struts. The procedure was completed with a new 4.00 x 38 synergy ii drug-eluting stent with good result. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: synergy ii, us, mr, 4.0 x 38mm stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found that the stent had detached from the stent delivery system. The stent was damaged with struts stretched and distorted. The balloon cones were reviewed and no issues were noted. Crimp markings were evident on the balloon wall indicating overall crimp contact between the coated stent and balloon. The product stent protector was returned for analysis and the ID (inside diameter) was measured and is within specification. Based on the specified stent protector profile and the max crimped stent profile for this device shows there are no issues to note with the interaction between the two components. A visual and tactile examination found no issue with the hypotube. A visual and tactile examination found no issue with the extrusion.. The bi-component bond showed no signs of damage or strain. The bumper tip of the device showed no signs of damage. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent dislodgement and stent damage occurred. A 4.00 x 38 synergy ii drug-eluting stent was selected for use. The scrub removed the stent protector on the back scrub table and handed the device to the physician; however, prior to loading the device over the guidewire, it was noticed that the stent was not on the balloon. Upon examination of the back table, the stent was on the mandrel with elongated distal stent struts. The procedure was completed with a new 4.00 x 38 synergy ii drug-eluting stent with good result. No patient complications were reported.